Event description:
It was reported that the system 7800 displayed an image processor control module error upon initialization. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image processor control module was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.